Event description:
It was reported the lead end cap screw damaged the lead. Follow up reported the lead was able to be used with no issues and was not explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).